Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2021-13357.

Manufacturer narrative:
The patient's weight was unable to be obtained.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2021-13357. It was reported the patient underwent an unrelated surgical procedure. During the procedure, the patient's leads became entangled and fractured. In turn, the doctor decided to explant the patient's leads because they were hindering the surgical procedure.